Event description:
It was reported that "while rubber strain relief and fiberoptic disconnected from proximal connector." Reporter stated that approximately one minute into a urological procedure, reporter noted that there was no laser energy emitting at treatment site. The procedure was paused to replace the fiber. Upon disconnecting fiber from laser the white strain relief and fiberoptic completely separated from metal connector. Procedure was completed using a second fiber (same model) without further incident. No injuries to pt or personnel were reported.